Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Manufacturer narrative:
Additional information provided: updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated the results and conclusions codes to reflect the results of the failure analysis.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. The battery pca was returned to the failure analysis lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be undamaged and in working condition. Upon conclusion of the analysis, no fault was found and the reported issue could not be verified.